Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the pericardial effusion was related to a calcified/friable aortic wall/stj. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transfemoral valve deployment, the echo showed a new pericardial effusion and pericardiocentesis was performed. A bav was performed with a 20 x 4mm edwards balloon under rvp. After the bav, the patient remained stable with a good hemodynamic tracing on the monitor (120mm systolic). The valve was deployed under rvp landing in a 70:30 aortic/ventricular. The post deployment echo showed trivial paravalvular leak (pvl), no central aortic insufficiency (cai). Five minutes post valve deployment, a new, small to moderate pericardial effusion was noted on echo. The team attempted to performed a percutaneous pericardiocentesis to stabilize the patient, however they could not adequately slow down the effusion via that method due to percutaneous access issues. The CT surgeon decided to perform a "pericardial window¿ via a subxiphoid incision to drain the effusion. The effusion improved significantly and the patient was transported to the cvicu intubated but in stable condition. The perceived root cause by the primary operator was a calcified/friable aortic wall/stj.